Manufacturer narrative:
Reference medwatch MFR # 2916596-2013-01031 for the previous percutaneous lead repair. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. Device evaluation: the evaluation of the returned portion of the percutaneous lead confirmed the reported alarms and pump stops. Review of the log file showed intermittent low speed and pump stop events which appeared to occur while the patient was operating on the power module. Approximately 19¿ of the external portion/distal end was returned for evaluation. The previous percutaneous lead repair was present on the lead approximately 12-16¿ from the metal connector. Continuity testing found all wires were electrically intact. The previous percutaneous lead repair was examined and was found to be intact. The outer silicone jacket was partially separated from the metal connector. Removal of the outer silicone jacket revealed some breakdown of the braided shield adjacent to the metal connector and in the location of the terminus of the bend relief. Examination of the underlying wires revealed a breach in the green wire insulation adjacent to the metal connector, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. If the exposed conductors of the green wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the alarms and pump stops recorded in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a "pump stop" was noted on (B)(6) 2015. The patient stated that he "thought his power went off." The patient was asymptomatic. The manufacturer's technical services representative reviewed the provided log files and a low speed advisory was observed on (B)(6) 2015. Low speed hazard/pump stop events were observed on (B)(6) 2015, (B)(6) 2015 and on two separate occasions on (B)(6) 2015. The issues only appeared to have occurred while the pump was connected to the power module. On (B)(6) 2015, the vad coordinator reported that after speaking with the patient's mother, the patient believed that the no external power alarm may have been attributed to a faulty outlet in the home. Once the power module was moved to another outlet, the patient stated no further alarms occurred. However, the vad coordinator reported that the patient called around 1:30am that morning to report a repeat alarm. The patient was instructed to remain on batteries only. On (B)(6) 2015, x-ray images of the percutaneous lead were taken. Technical services reviewed the provided x-ray images and reported that the images appeared to show an area of concern near the pump end of the previous percutaneous lead repair area. On (B)(6) 2015, a percutaneous lead repair was performed.